Manufacturer narrative:
Other, other text: four samples were returned in used condition. Two of the returned samples were only inflated on one side of the cuff. The pilot balloon was manipulated and the cuff was inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The other two samples inflated without problems. The units were inflated, and they were visually inspected it for 10 seconds, no leaks were observed. Then the units were submerged under water, no leaks were observed. Then following massaging the cuffs, they were squeezed, and the airway lines were moved back and forth. No leaks were observed during the test. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed since the sample successfully passed the functional tests.

Event description:
It was reported that during pre-test, patient mother was trying to inflate the cuff and it did not work despite trying 4-5 times. She then tried again and heard a pop and the cuff then inflated. Mother attempted to fill with water but cuff leaked. She opened two others and the cuff would not inflated on those either. No harm came to the child.